Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that on an unknown date, two reamer heads were broken while reaming. Surgeon removed as many broken pieces as he could. It is reported that he wasn't sure if all of the broken pieces were removed. No further information is available at this time. This is 1 of 2 reports for this event.